Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hospitalized and their ejection fraction percentage has decreased over the two years since implant. The patient stated they thought the implantable pulse generator (ipg) was making their heart worse and that their heart was deteriorating. The ipg is still in use. No further patient complications have been reported as a result of this event.